Event description:
The account reported the patient rotated and rolled herself over the side rail. The bed was located in room 2290 at the facility. The patient suffered a broken hip and required surgery. This report was file din our complaint handling system as complaint #(B)(6).

Manufacturer narrative:
The hill-rom technician investigated and conducted a function test on side rail operation. The technician found the side rail functioned as designed. A hill-rom representative called the account and spoke with the director of quality to discuss the allegation of a patient rotated up and over the side rail. The director of quality confirmed tha the bed was not in rotation mode and did not cause the patient to be rotated over the side rail. The patient rolled or maneuvered herself over the side rail. The patient suffered a broken hip and required surgery. The director of quality at the account confirmed that the bed was functioning as designed adn did not contribute to the patient's fall. The reported injury is serious in nature per FDA definition. There was no evidence of a malfunction and the device performed as intended. Based on this information, no further action is required.